Event description:
Consumer called to report erratic readings with her meter. Had to call the paramedics. Her readings were low and she was given glucose by the emt.

Manufacturer narrative:
Verification of the accuracy for this lot was performed against the current version of the inspection test procedure. Lot passed all criteria outlined in the test procedure. Will continue to monitor on monthly complaint trend reports.